Event description:
It was reported that this pacemaker had reverted to safety mode. This pacemaker was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.